Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unites of hf1400 filter set clotted off during therapy. It was reported that the first set clotted during treatment and extracorporeal blood was not returned to the patient. Treatment was restarted with a new hf1400 filter set which also clotted off and the decision was made not to restart. Blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.